Event description:
High impedance, > 3000 ohms; (real time impedance was normal). Oversensing, inappropriate therapy; two days post implant. Returned with no information and subsequently tested out of specification.